Event description:
The device did not sound an audible alarm. The device was not reported to be in patient use. No harm was reported. On evaluation the allegation was confirmed. The power board was replaced to correct the problem.

Manufacturer narrative:
The failed component will be sent back for supplier evaluation to determine root cause of the failure.